Event description:
It was reported that the sheath aspirated air; visible bubbles were observed. It was believed there was a hemostatic valve leak. During an ablation procedure to treat atrial fibrillation (af), a faradrive steerable sheath was selected for use. There were no abnormalities noted during preparation. Upon insertion of the sheath into the patient anatomy, irrigation was attempted; air bubbles were observed during aspiration. The farawave catheter was never inserted into the sheath, only the versacross connect dilator for faradrive had been inside the sheath. This air problem was observed immediately after we inserted the sheath and were flushing. It was believed that there was a leak in the hemostatic valve. The sheath was replaced, and the issue was resolved. Physician confirmed that no air entered the patient. Procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Faradrive sheath was evaluated by boston scientific. Visual inspection noted a kink on the shaft of the sheath that did not contribute to the allegations of this event and most likely caused by mishandling during storage or transportation of the device. The device was tested for leakage and passed all test points. Dissection of the handle cap, found the flush lumen to be torn where the adhesive filet bonds the lumen to the valve hub. An attempt to pressurize the flush lumen and verify the seal of the bonding was successful as the flush lumen did not leak. No abnormalities were noted during the inspection of the split valves. Therefore, laboratory analysis was unable to confirm the reported clinical observations of visible air/bubbles and leak. Device was found within specifications.

Event description:
It was reported that the sheath aspirated air; visible bubbles were observed. It was believed there was a hemostatic valve leak. During an ablation procedure to treat atrial fibrillation (af), a faradrive steerable sheath was selected for use. There were no abnormalities noted during preparation. Upon insertion of the sheath into the patient anatomy, irrigation was attempted; air bubbles were observed during aspiration. The farawave catheter was never inserted into the sheath, only the versacross connect dilator for faradrive had been inside the sheath. This air problem was observed immediately after we inserted the sheath and were flushing. It was believed that there was a leak in the hemostatic valve. The sheath was replaced, and the issue was resolved. Physician confirmed that no air entered the patient. Procedure was completed successfully without patient complications. The device is expected to be returned for analysis.